Event description:
It was reported that pseudoarthrosis was observed in a case using (B)(4), and revision surgery was performed to remove it and replace it with (B)(4). Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that pseudoarthrosis was observed in a case using (B)(4), and revision surgery was performed to remove it and replace it with (B)(4). Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Event description:
It was reported that pseudoarthrosis was observed in a case using t2gtn, and revision surgery was performed to remove it and replace it with t2alpha-gt. Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Manufacturer narrative:
Please note correction to section b2. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information such patient¿s medical records and the device itself are needed to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.